Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix dual chamber eva (ethylene vinyl acetate) bag was leaking from a "small puncture" in the lipid chamber of the bag. The customer observed ¿a really small hole in the lipids component¿. This was identified at the patient¿s home prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that solution was observed dripping from an area circled by the customer of the alleged small hole/puncture. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.